Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or prime or fill anomaly alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin flow block alarms when trying to bolus. The customer reported that they had already changed 3 infusion sets and reservoirs but the error reoccurs. Troubleshooting was performed and the customer mentioned that the insulin did not exit the tubing. Customer was getting kicked out repeatedly on the fill tubing part it exited out and thus they are unable to complete the troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.